Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitoring (cgm) had expired the night before, but the user did not call in her assistance to replace it until the next morning. The cgm was replaced but stopped providing readings shortly after initial pairing and displayed a replace sensor message, followed by the pump reverting to start new sensor; the user performed fingerstick checks showing elevated glucose and then successfully started a replacement sensor that resumed readings in range. Symptoms included hyperglycemia peaking at 371 mg/dl. Outcomes included temporary interruption of cgm data and manual blood glucose entry to continue therapy decisions. Investigation included technical support troubleshooting, site preparation guidance, sensor re-pair attempts, and assisted replacement of the cgm sensor. Investigation of this case revealed elevated blood glucose due to delayed replacement of cgm. Initial sensor session terminated early and required sensor replacement to restore continuous readings. It was concluded that cgm sensor failure occurred, and replacement resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.